Event description:
Wet towels and instruments discovered. No trays reached patients. Manufacturer response (as per reporter) for steam sterilizer, sterilizerreps came out to run tests. Report that air removal and leak tests passed.